Manufacturer narrative:
This report is submitted on june 9, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with IV antibiotics (specific date and duration not reported). However, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new cochlear device as of the date of this report.

Manufacturer narrative:
This report is submitted on july 14, 2023.